Event description:
It was reported that the device heated up. There was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.